Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed in the common carotid artery (cca) upon insertion of the enroute arterial sheath. The physician elected to convert to a carotid endarterectomy (cea) to address the initial lesion in the internal cartoid artery (ica). The physician went retrograde through the arteriotomy opening to place 2 stents to address the dissection in the cca. It was reported that the patient is stable and the procedure was completed successfully.